Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA; 5/7/2021. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an opened sample broken in two pieces of product code 8726 were received for evaluation, damaged on the surface suture pieces and the ends were noted cut appear to be by use of surgical instrument could be observed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pcb551 and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: procedure date? (B)(6) 2020. What was used to complete the procedure? The surgery was completed with a different suture. Where there any patient consequences due to the suture cut in two pieces? No. What tissue was being approximated or sutured when it was cut in two pieces? Proximal anastomosis of the graft in CABG. Device return status/follow up? Device is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a CABG on (B)(6) 2020 and the suture used. It was reported that the suture was cut in to two pieces while using it during proximal anastomosis of the graft. There was no delay in surgery and the procedure was completed successfully with another like suture. There were no patient consequences reported.